Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was pneumo leak from the seal. The trocars were leaking even when the instrument was removed. The procedure was completed with the same trocars. No patient impact.